Manufacturer narrative:
E1: establishment name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported during maintenance, a blackout occurred on the image of the olympus bronchovideoscope. There was no patient involvement.